Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted. When the lead was inserted, it prolapsed past the tricuspid valve. The lead was then pulled back but it got stuck somewhere around the valve and was unable to be removed. This rv lead was then surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.